Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The device has been explanted on (B)(6) 2020 due to an assumed device failure. It was reported that user had severe facial nerve stimulation with use of the device. Due to the nerve stimulation, the user's hearing performance with the device was never good. The stimulation levels of some channels had to be reduced and triphasic pulses were tried . Therefore, the user couldn't tell if the hearing performance had changed significantly. The user was re-implanted with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device has been explanted (B)(6) 2020 due to an assumed device failure. It was reported that user had severe facial nerve stimulation with use of the device. Due to the nerve stimulation, the user's hearing performance with the device was never good. The stimulation levels of some channels had to be reduced and triphasic pulses were tried . Therefore, the user couldn't tell if the hearing performance had changed significantly.